Event description:
It was reported that during a vena cava filter deployment, the filter did not fully expand. The filter was retrieved successfully without incident. The filter was not replaced. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.